Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that increased pacing impedance was observed on the left ventricular (lv) lead. The suspected cause of the event was due to insulation damage which was visually confirmed. The lv lead was explanted and replaced to resolve the event. The patient was stable.